Event description:
On behalf of the customer, a healthcare professional (hcp) reported an alarm issue with the adc device. The hcp reported that the customer did not receive low/high glucose alarms and as a result, the customer experienced a loss of consciousness and was given unspecified treatment by the hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor and sensor kits, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a healthcare professional (hcp) reported an alarm issue with the adc device. The hcp reported that the customer did not receive low/high glucose alarms and as a result, the customer experienced a loss of consciousness and was given unspecified treatment by the hcp. There was no report of death or permanent injury associated with this event.